Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, ¿the moment the doctor takes the first shot, both peeks exit.¿ no additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that both plates were out of the applier needle, they do not show structural anomalies. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the red trigger could be partially pulled while the device was being manipulated for the first deployment, this placed the second plate in position for deployment and consequently both plates were released. As per IFU-113244, 1) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. 2) while maintaining visibility of the tip of the needle in the scope, carefully withdraw the needle from the tissue to prevent unintended displacement of the second implant. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-113244 device history lot: product number : 228151 lot number: 108dzd there was no non-conformance regarding this lot. Manufacturing date: 16-may-2025 expiration date: 30-apr-2028 device history batch: null device history review: product number : 228151 lot number : 108dzd there was no non-conformance regarding this lot. Manufacturing date: 16-may-2025 expiration date: 30-apr-2028.

Event description:
It was reported that during arthroscopic meniscal repair procedure that the truespan 12 degree peek device when the surgeon takes the first shot, both peeks (anchors) exit at the same time. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.